Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. A device history record (DHR) review was conducted: part: 323.062, lot: 9546308, manufacturing site: (B)(4), release to warehouse date: 14 july 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) surgery for distal fibula fracture with the drill bit in question. During the surgery, the surgeon inserted a lag screw to fix. When the surgeon drilled the distal hole of a plate, the drill bit interfered with the lag screw, and the drill bit broke. The surgeon tried to remove the fragment, but he couldn't, and closed the incision. The fragment remained in the body. The surgery was delayed by less than thirty (30) minutes. No further information is available. Concomitant devices reported: unknown screws: lag (part # unknown, lot # unknown, quantity # 1) unknown plates (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 2.0 mm drill bit with depth mark. This is report 1 of 1 for complaint (B)(4).